Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose. The customer blood glucose level 400 mg/dl at the time of incident. Customer was mentioned that on thursday afternoon by accident the reservoir turned it to one side so they changed the reservoir but the glucose levels went up to 400 mg/dl and they correct with the insulin pump but the glucose levels would not go down so they entire set again and correct with the pump and eventually the glucose levels went down to 180 mg/dl. Customer was using auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.